Event description:
The customer reported via phone call that the no delivery alarm occurred on the insulin pump while bolusing. The customer's blood glucose was 186 mg/dl. The customer was advised of what the no delivery alarm was. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved by a complete set change. The customer was reminded to call back when the alarm occurred in order to properly troubleshoot the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.